Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-02-19. The representative clarified that the shocking sensation is in the patient¿s right arm/hand, occurring every 2 minutes or so. The patient states the stimulation feeling is normal, so he is not certain if the device is causing that. Programming for the patient¿s chronic pain remained on the right lead only. The left lead was left un-activated since the last patient encounter. The patient described a sensation of a ¿kidney punch¿ when the left lead was activated, activated in the physician¿s office with the intent to optimize his coverage for chronic pain. The patient stated the shocking sensation did not change when the intensity of amplitude on the right lead was increased or decreased. The physician could not account for why patient was feeling shocking sensation. As previously documented, impedance checks were all within normal limits. Follow-up would be performed with hcp to see what the x-ray shows in terms of lead placement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient had programming performed after implant and the stimulation was "awful" because the programming was not done right. They ended up at the ER on (B)(6) 2018 and met with a representative for programming but the representative didn't know what was going on. They later met with a different representative and that helped. They met with another representative on (B)(6) 2018 and the representative said that half of the lead was "turned off" and they turned the left side lead back on- the patient experienced an electrical shock on the left and weren't receiving relief. The patient asked what happens if the ins wasn't working and the healthcare provider and representative did not know. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The hcp reported that the patient continues to experience pain over their implantable neurostimulator (ins) site since being implanted on (B)(6) 2019. It was noted that the patient is also experiencing very brief shocking sensations in their fingers on their right hand, with episodes lasting from 2-30 minutes. No contributing factors were known. The hcp stated that the patient had gotten x-rays to verify the current lead placement, and they also had blood tests done to rule out infection. Upon the patient¿s encounter with the rep on (B)(6) 2019, the hcp had not seen the results, and the blood tests were negative. It was noted that lidocaine patches, nor (B)(6) were effective for the patient¿s ins incisional pain. The hcp examined the patient¿s ins incision site on (B)(6) 2019 and stated that the incision was well-approximated, and there was no swelling or redness. The hcp issued flector patches (anti-inflammatory) to be used over the next 7 days. The hcp discussed with the patient that is some cases, it may take 3-6 months for the incision site pain to dissipate due to a hyperalgesia affect. The hcp also discussed the possibility of relocating the ins to a different location, but the patient may have the same issue. In regard to the patient¿s shocking sensations, the rep performed impedance checks, and all were within normal limits. The rep mapped out the 3 groups that were programmed. They noted that with increasing ma, the patient felt stimulation only in their legs with no corresponding increase in shocking sensations in their right hand. The patient also mentioned experiencing a ¿horrible sensation that is not like the vibrating nor the stimulation.¿ they added that it felt like a ¿kidney punch¿ in their abdomen and lower back, as well as increased pain at their ins site. The rep stated that this issue occurred when programming bipoles on 0-1+, 3-4+ and 6-7+ on the left lead, respectively at ma 0.3, 1.0, pw 300, r 50. Therefore, the patient¿s 3 programmed groups remain on their right lead, as they were before meeting with the rep on (B)(6) 2019. The rep documented the final programming of the 3 groups, and the least effective one was eliminated and reprogrammed. The rep stated that the patient is currently receiving stimulation in their chronic pain areas but doesn't feel the permanent implant is effective as their trial was. The physician discussed that it will be challenging to address the patient¿s chronic pain that the device is targeting until their incisional pain gets under control. The issue was not resolved at the time of the report. No further complications were reported or anticipated.